Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as due to a wound on the patient¿s hand that had not been covered properly. The patient was not hospitalized for the peritonitis. On the same day as onset of the event, the patient was treated with vancomycin (1 gram intraperitoneally (ip), three doses) and ceftazidime (500milligram ip, three doses) for the event. At the time of this report, the patient had recovered from the peritonitis. It was unknown if the patient was retrained on aseptic technique. Pd therapy was continuing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported during follow up that on (B)(6) 2014, the patient recovered from the peritonitis event. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.